Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center found a main board failure. The device was repaired and returned to the customer. Based on the investigation, the malfunction observed by the customer occurred due to the failure of the main board that controls the dimming and the diaphragm unit that adjusts the amount of emitted light. It is assumed that the main pcb and diaphragm unit failed due to aging. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
A user facility reported to olympus that the "picture was washing out" and that the image was too bright and was unable to be seen. The problem, as reported to olympus, was found during setup. There was no report of patient injury or harm.